Event description:
It was reported that the stair tread/tracks won't engage due to a worn belt. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.